Manufacturer narrative:
Corrected b3: date of event and b4: date of this report.

Manufacturer narrative:
A medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to egs medwatch report: b.2 - updated to include [x] life-threatening event. B.7 history updated to include. Gerd, hiatal hernia, strictures, drainage tubes, aspiration pneumonia. D6a - implant date - added. Updated e codes to include 1735. Updated f codes to include 4617. Updated a codes to include 2993. Updated g code to 788. Replaced c code to include 3221. Replaced d code to include 67. H.8 updated to reflect [x] initial use.

Event description:
A patient underwent a hiatal hernia repair (hhr) procedure followed by a transoral incisionless fundoplication (tif) procedure and a nondescript product malfunction and adverse events were reported. The reported adverse events are tension pneumothorax and esophageal perforation.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event as no product has been returned to endogastric solutions (egs) for evaluation. The investigation is ongoing, and a follow-up report will be submitted upon completion of the investigation. This report is based upon information obtained by endogastric solutions, which the company has not been able to fully investigate or verify prior to the date the report was required by the FDA.

Manufacturer narrative:
Updating health effect impact code (f) to only include: 4614, 4641, 4607, 4649, and 4639. Updating type of investigation (b) to only include: 4115, 4112, and 4119. Updating investigation findings (c) to only include: 213. Updating investigation conclusions (d) to only include: 4315.